Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v470212, implanted: (B)(6) 2010, explanted: (B)(6) 2013; product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. It was noted the patient had pain and burning with urination. It was reported the patient was prescribed cipro. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2011.